Event description:
It was reported that a spectrum iq infusion pump under infused heparin during patient therapy. The patient¿s partial thromboplastin time (ptt) results have been subtherapeutic. Upon assessment the nurse noticed that the heparin bag hung earlier in the morning had not decreased in volume. The pump indicated that it was infusing; however, the bag was appeared almost full after 14 hours of infusing from the same bag. The pump did not give any alerts and the IV access was flushed and patent. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.